Event description:
It was reported that balloon rupture occurred. A 4.0 x 40, 40cm mustang ballloon catheter was advance for dilatation. During the procedure, the balloon ruptured. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.